Event description:
It was reported that the patient with this pacemaker fell and got a broken hip. Health care professional (hcp) inquired about battery status, magnet rate and underlying cause. Technical services (ts) discussed that the last home remote interrogation, the battery was at 3 months remaining and might be currently in elective replacement indicator (eri). The magnet rate would be 85 or 90. The pacing most of the time in ventricle. At this time, this pacemaker remains in service. No additional adverse patient effects were reported.